Manufacturer narrative:
Date of event: exact date unknown, event occurred a few days ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the old ipg was replaced with a non-rechargeable one. The patient was doing well postoperatively.